Event description:
It was reported that the home patient (hp) had experienced peritonitis coincident with peritoneal dialysis (pd) therapy manifested by abdominal pain during fill. The cause of peritonitis was unknown. Treatment was not reported. The outcome of the event was not reported. Additional information was requested, but not available at this time. This report is 1 of 3 for this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h13c24033 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A sample was not available for analysis. If additional relevant information is obtained, then a supplemental MDR will be submitted. This is the same patient as (B)(4).